Manufacturer narrative:
The analysis of the lead showed that the insulation of the lead body was massively damaged by squashing approx 33 cm distal the connector pin. This damage manifestation can, with high probability, be regarded the cause for the clinical complaint. The observed damage manifestation requires an excessive pressure load on the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress on the lead due to "subclavian crush syndrome". There were no indications of materials defects or mfg errors.

Event description:
This device was explanted due to artifact sensing with inappropriate shock delivery. No deterioration of the pt's state of health was reported.